Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump was not displaying information. There was no rate, vtbi (volume to be infused), rate change, info/settings, or edit vtbi. The pump was pulled from service. There was no report of patient injury or medical intervention associated with this event. No additional information is available.